Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, verified that wavelet withheld detection for 2 episodes for what appears to be ventricular tachycardia (vt).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) wavelet and onset aborted delivery of therapy on true ventricular tachycardia (vt) episode. The patient was kept in hospital for further investigation. The ICD settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).